Event description:
Clinic reports that upon initiation of treatment, a visible internal bloodleak was noted. Blood pump was stopped and blood returned. Estimated blood loss 50cc. Lines were discarded and dialyzer saved. New dry pack was initiated without further incident. No adverse effects to pt. Sample is available.

Event description:
Clinic reports that upon initiation of treatment, a visible internal bloodleak was noted. Blood pump was stopped and blood returned. Ebl 50cc. Lines were discarded and dialyzer saved. New dry pack was initiated without further incident. No adverse effects to pt. Samples is available.